Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was unable to place ipg into MRI mode due to high impedances. As such, surgical intervention was undertaken wherein the lead was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.